Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant on a recent follow up with the physician, the physician noted there was some pocket erosion. The physician enlarged the pocket, flushed it with antibiotic solution, added a drain and added an absorbable antibacterial envelope. The pocket was swabbed and sent to the laboratory for analysis. The implantable pulse generator (ipg) system remains in place. No further patient complications have been reported as a result of this event.